Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 clips did not fully form when the surgeon fired the device. The er320 misfired. A new device was used to complete the case. There was no consequence to the pt.